Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a male patient presented with an infection related to his unknown knee replacement prosthesis. It is not known if the knee prosthesis is a synthes product. Additional patient history was not made available. The surgeon surgically removed the prosthetic knee replacement to prepare the joint for fusion. While reaming the proximal tibia with the flexible reaming shaft and 13mm reaming bit under power, the reaming bit (reamer head) broke apart in the medullary canal of the tibia. The reaming shaft became deformed where the bit attached. The reaming shaft was removed. Most of the fragments of the broken reaming bit were removed, but not all were able to be retrieved. The attempt to retrieve the broken fragments caused a surgical delay but the actual duration of the delay is unknown. The procedure was successfully completed and patient was not harmed. This complaint addresses the flexible reamer shaft and the reamer head. This report is 2 of 2 for com-(B)(4).